Event description:
As reported by our edwards lifesciences japanese affiliate, the patient underwent a transcatheter aortic valve replacement (tavr) and received a sapien 3 ultra resilia (s3ur) valve. After the tavr, hemolytic anemia was confirmed. Per follow-up, additional information has been obtained from the ew clinical specialist as follows. The tavr was performed approximately 1 year ago. (Exact procedure date could not be confirmed) after hemolytic anemia developed, blood transfusion was performed 2 times, and the patient was put under observation. The patient complained of shortness of breath (sob). In case of symptom does not improve, plug closure operation is under consideration.

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Some bleeding is expected during the thv procedure, due to a need for multiple vascular access sites and multiple devices exchanges throughout the procedure. It is not uncommon for thv patients to routinely receive blood transfusion to aid in recovery from procedural stresses, such as rapid pacing, general anesthesia, arterial / venous cannulation, etc. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the hemolytic anemia is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the paravalvular leak is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient underwent a transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 ultra resilia (s3ur) valve. After the tavr, hemolytic anemia was confirmed. Per follow-up, additional information has been obtained from the ew clinical specialist as follows. The tavr was performed approximately 1 year ago. (Exact procedure date could not be confirmed) after hemolytic anemia developed, blood transfusion was performed 2 times, and the patient was put under observation. The patient complained of shortness of breath (sob). In case of symptom does not improve, plug closure operation is under consideration. Upon follow up, the degree of calcification of the native valve was severe, the size of annular area was 413 mm2, the sinus of valsalva (sov) diameter was 30.0 mm. The valve was deployed with 4 ml less than nominal volume. A plug closure operation was performed, and paravalvular leak (pvl) decreased from moderate to trivial-mild.

Manufacturer narrative:
A supplemental MDR is being submitted due to new patient information, sections g6, h2, a3.